Manufacturer narrative:
Since no lot number is available, a detailed investigations, tests on reference samples or batch review cannot be conducted. Therefore this complaint will be closed. This issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag under trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in australia. It was reported that the patient experienced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was identified in the tubing. No further information is available.